Event description:
Philips received a complaint on the heartstart mrx device indicating that the ECG waveform has noise. There was no patient involvement.

Manufacturer narrative:
Updated component code and conclusion code grids.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the ECG waveform was getting noise due to a patient skin conduction problem. The user was instructed to "process the patient skin" and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.